Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 2286ml, indicating the home patient (hp) drained 2286ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain on pages. A labeling review for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.